Event description:
The beckman coulter inc. (Bci) - (B)(4) instrument manufacturing department reported that a technician received a burn on one knuckle of one hand from an overheated motor which was inside the access 2 immunoassay system. This occurred while conducting the technician's routine work duties. The burn was not severe, did not blister, and only required a bandage to cover it for the remainder of the technician's shift. No medical attention was sought and not work time was lost.

Manufacturer narrative:
The root cause was determined to be an electrical short in a ribbon cable, which allowed the rv shuttle motor to be in continuous 'run' current limit, rather than the 'hold' current limit, causing the motor to overheat. Per the instrument technical operations, this was a new ribbon cable installed in instrument manufacturing. It is likely that the cable was received from the supplier with this defect.